Event description:
After I got the essure procedure done I have had many side effects that after going to the doctor they haven't found to have a reason. My guess is they have to do with essure since I didn't have these before. I get heart palpitations, anxiety, a weird feeling in my head that feels like I'm getting shocks in the brain and at times when I get that feeling my lips feel numb as well. I constantly have a pain in the right side, where I'm assuming my ovary is. This is the same side that the doctor had a hard time getting the coil in. On a good day the pain is dull and constant. On a bad day I'm almost in tears. The pain radiates down my groin into my leg and its hard to even walk. I get headaches all the time, almost daily. I do suffer from migraines, but I can tell you the difference between the two. Also I get episodes of bloating that are so uncomfortable and my stomach gets so swollen I look at least 5 months pregnant. I also get nauseous often, no vomiting just the feeling. Another thing is that I get frequency to urinate, almost like a uti. When I had insurance I would go in, thinking it was a uti and the doctor would order antibiotics for me to start on and would do labs. A couple of days later he would call and say the tests came back normal and discontinue the medication. This still goes on but I just let it go. Update on (B)(6) 2014: I forgot to mention that sex has been painful but over time it has gotten a lot worse, to the point it makes me cry and I bleed.